Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported that a communication failure occurred with the electromagnetic navigation interface unit. The unit was noticed to be red on the navigation system and could not communicate. Disconnecting and reconnecting cabling did not restore functionality. The emitter details were checked and found that the error occurred. It was reported that the issue occurred during patient registration, and that a second medtronic system was brought into the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Troubleshooting the following day found that the reported issue could not be replicated, it was noted that the devices "flickered" between fault and no fault but the unit then functioned as intended.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The navigation system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.